Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced continued moderate incontinence after implant. Ultrasound identified that there was no fluid in the balloon. A surgical procedure was later performed during which the cuff and balloon were explanted. Upon removal, a hole was observed in the cuff. The original pump was retained for use with the new cuff and balloon components. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to the patient experiencing recurrent incontinence. Ultrasound indicated there was no fluid in the balloon. A hole was identified in the cuff upon removal. The original pump remained implanted and was connected to a new cuff and balloon. No further patient complications were reported.